Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the 6/7f mynxgrip vascular closure device (vcd), the physician tried to insert the mynxgrip into the sheath but felt the resistance. So the mynxgrip was removed. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle and the sealant and advancer tube remained inside the shuttle cartridge. The procedural sheath was not returned with the device for investigation. No other visual damages or anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion per the mynx instructions for use (IFU) on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was free of damage. A product history record (phr) review of lot f1715901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since no issues were noted during functional analysis and the sheath was not returned. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the limited information provided and the product analysis, access site vessel characteristics (although not provided) and/or the condition of the sheath (although not returned) most likely contributed to the issue experienced since the device passed functional analysis with no issues noted and no damages were noted to the device. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), the physician tried to insert the mynxgrip into the sheath but felt the resistance. So the mynxgrip was removed. There was no patient injury.